Event description:
Impactor tip broke and stuck in cup. Surgery was extended 15-20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.